Event description:
A respiratory director contacted ventec to report an event involving a patient that they had recently placed on a vocsn. The patient was placed on the vocsn specifically for its CPAP (continuous positive airway pressure) mode. The patient attempted to use the vocsn in CPAP mode, but was uncomfortable while on the device which led to discontinued use of the device. Ventec followed up with the reporter and was advised of the following: "patient was weaning off the bipap levels to CPAP in the hospital, he was very uncomfortable on CPAP on vocsn, he is only able to tolerate bi-level mode of ventilation.¿ further advising that the patient had been, "readmitted to the escc post hospitalization due to acute respiratory distress related to rsv infection.¿ no further details about the patient or additional explanation about why the patient was uncomfortable while on the device was provided. There were no reports of adverse effects to the patient as a result of the device use, however, the patient¿s reported discomfort resulted in them being removed from the device by medical personnel (intervention). Please note: section a4, weight, is actually 43.4 (kg), however, the esub only allows whole numbers (no decimals).

Manufacturer narrative:
H6: the device has not been returned to ventec for evaluation. The cause of the reported patient discomfort could not be determined.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 ¿ section d4, model #, of the initial medwatch report stated: prt-00490-001 section d4, model #, of the initial medwatch report should have stated: vocsn, english section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).